Event description:
The patient had a fall late last year that resulted in a break in her catheter. The catheter was subsequently revised/repaired. The patient was started at her previous dose following the revision which resulted in an overdose and the patient ended up in the hospital. As of the date of this report, they were starting to bring up her dose again slowly. The device system was delivering dilaudid and clonidine at the time of the event. The patient symptoms and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8591-38, lot# d09392, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).